Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.25 x 15 xience alpine referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2017, a 3.25 x 15 mm xience alpine stent was implanted and on (B)(6) 2017 a 3.5 x 15 mm xience alpine stent was implanted. On (B)(6) 2017, the patient returned with chest pain. Percutaneous transluminal coronary angioplasty (ptca) was performed and medications were optimized. No additional information was provided